Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead was difficult to place. Another lead of a different length was used, but it was also difficult to place. Neither lead was used and another lead was implanted. No patient complications have been reported as a result of this event.